Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the field representative was notified by the clinic about change in battery of this cardiac resynchronization therapy defibrillator (crt-d) device. In office check also noticed that the device battery dropped from one year to three months remaining in a short time so clinic requested for a battery analysis. Moreover, device data analysis indicated that this crt-d was depleting in a manner consistent with the low voltage capacitors advisory. Further, the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Replacing the device and to return it for detailed analysis was then recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.